Event description:
It was reported that the patient had a revision about 1.5 weeks ago because his 'leads fell out of place'. It was indicated by the patient that one of the leads was 'coming in and out of the incision'. The patient was instructed by her physician to go to the emergency room. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-56, lot# v632678, implanted: 2011-(B)(6), product type lead, product ID 3888-33, lot# v746983, implanted: 2011-(B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708240, serial# (B)(4), implanted: 2011-(B)(6), product type extension, product ID 3708220, serial# (B)(4), implanted: 2011-(B)(6), product type extension.